Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at the strain relief. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. The product analysis confirmed the reported broken shaft as the hypotube was separated.

Event description:
It was reported that shaft break occurred. A percutaneous coronary intervention was being performed. A 1.50mm x 8mm emerge balloon was being taken out of the holder to feed on the guidewire when the end snapped. The procedure was successfully completed with a different device without issue or patient injury.

Event description:
It was reported that shaft break occurred. A percutaneous coronary intervention was being performed. A 1.50mm x 8mm emerge balloon was being taken out of the holder to feed on the guidewire when the end snapped. The procedure was successfully completed with a different device without issue or patient injury.